Event description:
It was reported the camera head had a pixel error on the camera. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a pixel error on the camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. B3: occurred for the first time around the beginning/mid-february 2024 d10: beginning/mid-february 2024 the customer had contacted olympus service via phone. The customer had thought the issue was a screen problem only but the olympus service technician informed the customer after the monitor was checked and changed, that the issue was a pixel fault, not a screen fault. The device was sent in for repair and a replacement was requested. It was reported the camera head had a pixel error on the camera. There were no reports of patient harm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure pixel error on the camera was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit, the image has white dots. Olympus will continue to monitor field performance for this device.